Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2,h4, h6 and h10. The dhrs (device history records) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The observed failure is a known phenomenon resulting from inadequate contact or positioning of the jaw forceps when using the coagulation function. The IFU (instruction for use) it states: "position the device as desired for grasping, coagulation, and transection of tissue. Both forceps jaws should be in equal contact with tissue for optimum coagulation. If forceps jaws come in contact with each other when the power is activated, instrument will short out and the generator display will show re-grasp. Release the forceps jaws so they are not in contact with each other and the device will become operational. Also, insufficient generator output time or generator output level may not provide the operator with the desired level of coagulation. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was received and evaluated. Visual inspection performed on received condition and found the device jaw open and lock on. The handle was checked and verified that the release trigger could open or close the jaw without an issue. The cut trigger could fully advance the blade and cut the dental dam without a restriction. The lock and rotation knob worked as designed and the shaft was noted to be straight. Dried tissues on jaw consistent with use was observed. The jaw symmetry was determined to be balanced. The jaw aperture measurement was taken inside the first teeth of the jaw, and are within specifications. The jaw mesh was observed to be aligned as first point of contact for the jaws is at the front teeth of the top and bottom jaw; this is consistent with standard. The insulation of the jaw legs was inspected and found one jaw leg insulation with scrape mark exposing the electrode beneath, but the flare is normal. The device was then plugged into the test generator g400. The device did have energy at the jaws when the blue coagulation switch button was activated. It was able to coagulate and cut a saline soaked tissue/ gauze during testing. No ¿regrasp¿ error occurred during inspection was observed. Based on the evaluation findings, the reported complaint was not confirmed. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
It was reported that during a tubal ligation procedure, the device did not fire when tissue grasped. The intended procedure was completed with different device. There was no patient injury or impact reported due to the event. No user injury reported.